Event description:
The subject guidewire was returned for analysis and the device investigation revealed that the subject guidewire was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked at 120cm. The guidewire was seen to be broken/fractured at roughly 239cm from the proximal end. The surface of the hydrophilic coating was rough. Bubbles with unclasped and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas along the nitinol tubing. The core wire distal end was observed through the distal tip dome. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip after hydrating. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. During functional inspection the guidewire was soaked in warm water for approximately 2 minutes, the demo microcatheter was flushed and the guidewire was advanced with slight friction felt throughout. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. An assignable cause of undeterminable will be assigned to the reported event ¿guidewire difficult to insert¿ as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. An assignable cause of 'handling damage' will be assigned to the analysed event ¿guidewire kinked/bent¿ as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of procedural factors will be assigned to the analysed event ¿guidewire broken/fractured during use ' as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. It is probable that the hydrophilic coating became rough due to hydration and drying of the device within saline solution, causing the rough surface noted, however this cannot be definitively determined. An assignable cause of undeterminable will be assigned to the analysed event ¿guidewire hydrophilic coating surface rough¿. As a root cause for the analysed defect has not yet been identified an assignable cause of undeterminable will be assigned to the analysed event ¿device has cosmetic/appearance issue¿ and ¿guidewire difficult to insert¿.